Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was intended to be implanted in the right intrahepatic bile duct to treat bile duct cancer during a stent placement procedure performed on (B)(6) 2026. During the procedure, the physician attempted to advance the device from the hilar region into the stenosed right intrahepatic bile duct; however, advancement was initially unsuccessful due to severe stenosis. The anatomy was subsequently dilated using a 7 fr dilator, after which the device was reinserted. Resistance was encountered during advancement, but the device was ultimately advanced to the intended placement position, and stent deployment was attempted. Due to the severe resistance encountered, the inner catheter (brown portion of the colored marker) was reported to have separated. The separated inner guide catheter, along with the remaining components of the delivery system, was removed from the patient. The procedure was subsequently completed using another device of the same type. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.